Event description:
Customer reportedly received result of 193 mg/dl on advantage system 1 and 73 mg/dl on advantage system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550775, expiration date 11/30/2009). Reference medwatch report is for the suspect device used in system 1.